Event description:
The customer reported receiving false positive results while using fisher sure-vue hcg stat serum/urine devices on two patients. The first patient presented for pregnancy testing, prior to undergoing an unspecified elective surgery. A urine sample was provided, and initial testing yielded an invalid result. The sample was then tested again which yielded a positive hcg result. The patient was sent to the lab for confirmatory blood testing which yielded a negative hcg result. As a result of the positive hcg result, the elective procedure was cancelled. No adverse event reported. No further information was provided. See MDR 2027969-2025-00070 regarding details for the second event.

Manufacturer narrative:
D4 - lot #: the ln has been entered as "ni", as the customer provided an invalid lot number of "0008755761". Attempts to clarify the ln were unsuccessful. D4 - expiration date: is being submitted as ni as an invalid lot number was provided. D4 - primary UDI number: is being submitted as blank as an invalid lot number was provided. H4 - device mfg date: is being submitted as blank as an invalid lot number was provided. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review and retain device testing could not be performed as a valid lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: - very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - very low levels of hcg (less than 50miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.